Manufacturer narrative:
On (B)(6)2020, it was reported to mentor that the facility information is : name: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/6/2020, mentor became aware that the capsular contracture baker grade was reported incorrectly. During follow up visit on (B)(6) 2019 the patient was diagnosed with capsular contracture grade IV. On (B)(6) 2020, during visual inspection of the device, multiples tears (a.b.c.d.e.f.g.) Were observed on the anterior aspect measuring each approximately a 4.4 cm, b 2.9 cm, c 1.9 cm, d 2.5 cm, e 0.5 cm, f 0.3 cm, and g 0.4 cm. Microscopic examination in all tear edges revealed parallel striations in al tears that are consistent with markings made by a sharp instrument perforating silicone material. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion, and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture and wound healing delayed complaint information are consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. This device has not been approved by the us FDA and is not marketed for sale in the us. Therefore, this event is not MDR/psr reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
¿After clinical/secondary review of this file performed on (B)(6) 2021, it was decided to remove pc capsular contracture, and rupture intraoperative/add pc wrinkling, and rupture symptomatic to more accurately capture the reported event.¿ manufacturer¿s reference number: (B)(4). Patient code wrinkling, and symptomatic rupture added.

Manufacturer narrative:
On (B)(6) 2020, it was reported to mentor that the capsular contracture was baker grade iii. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, during analysis of the device it was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were observed. Although no conclusion could be reach on the reported event, it should be noted that mentor performs 100% inspection of all devices prior to release. Please note that it is possible to damage the implant during insertion. Ensure that excessive force is not applied to a very small area of the shell during insertion of the device through the incision. Instead, apply force over as large an area of the implant as possible when inserting it. Avoid pushing the device into place with one or two fingers in a localized area, as this may create an area of weakness on the shell. In addition, an incision should be of appropriate length to accommodate the style, size, and profile of the implant. This will reduce the potential for creating excessive stress to the implant during insertion, and will avoid the risk of damage to the implant. Some patients may experience a prolonged wound healing time. Smoking may interfere with the healing process. Delayed wound healing may increase the risk of infection, extrusion and necrosis. Depending on the type of surgery or the incision, wound healing times may vary. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/9/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device ruptured during fat injection. The replacement device was catalog number 35051030l, serial number (B)(4), lot 7561937. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. PMA/510k is n/a - clinical study. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:delayed wound healing, surgical intervention (scar revision, fat grafting), rupture the initial reporter's source is unknown. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. (B)(4).

Event description:
This event is associated with the men-15-001 clinical trial, participant 1141. It was reported that a (B)(6)-year-old african american female patient who underwent reconstruction on the left breast with mentor study gel device on (B)(6) 2017 presented with mild breast pain and delayed wound healing on (B)(6) 2017. The principal investigator assessed this event as possibly related to the breast, unrelated to the study device, and possibly related to the study procedure. The patient also experienced radiation fibrosis with (B)(6) 2017 onset date. The principal investigator assessed this event as definitely related to the breast, possibly to the study device, and not related to the study procedure. The patient underwent a scar revision procedure on (B)(6) 2017 and listed the breast radiation fibrosis as reason procedure. The patient underwent fat grafting procedure on (B)(6) 2018 for staged reconstruction purposes. This was not considered an adverse event. The patient underwent nipple reconstruction and fat grafting on (B)(6) 2019 as part of staged reconstruction. This was not considered an adverse event. The patient was noted as having delayed wound healing with onset date of (B)(6) 2019. The principal investigator assessed this event as definitely related to the breast, not related to the study device, and probably related to the study procedure. The patient underwent scar revision procedure on (B)(6) 2019, and the surgeon inadvertently ruptured the implant when removing the implant. The patient was implanted with replacement study device on same day. This device has not been approved by the us FDA and is not marketed for sale in the us. Therefore this event is not MDR/psr reportable. However, since this complaint has been previously reported as psr on (B)(6) 2018, we will conservatively report it as MDR following the revocation of mentor¿s psr exemption. This report contains supplemental information for mentor psr reference number (B)(4).